Event description:
It was reported that on july 25, the c-arm of a selenia dimension was jerking. A field engineer examined the devices and found that the bolts of the c-arm were loose. The field engineer replaced the c-arm vta bolts, replaced tomo pot, and replaced c-arm brakes. Performed necessary calibrations, and tested the system for proper operation. The system is functioning properly and meets all manufacturer specifications. No injury was reported.